Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear. Update rec¿d 10/12/2012¿ pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on : 05/13/2014. Update rec'd 10/12/2012- pfs and medical records received. After review of the medical records the revision operative note indicates there was corrosion the trunnion of the stem. This stem has already been reported on com (B)(4). A unknown head is being added to the complaint for corrosion. The revision operative note also indicated the locking ring of the liner was also loose. The revision operative note also said the cup was loose, but then said it was in good position and well fixed. The cup wasn't revised so it is not being reported. The revision operative note also indicated metallosis, but the cause is unknown at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/22/2014.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product and lot code combination; the search and/or review of device history records was not possible against the unknown femoral head. Medical records were reviewed. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.